Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. Since the reported failure was not confirmed a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had e227 scope communication error occurred and communication cannot be established during upper endoscopy (diagnostic) procedure. The intended procedure was completed with the same device with a procedural delay of less than 30 minutes. There were no reports of patient harm.